Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found. (B)(4).

Event description:
It was reported that the patient presented to the emergency room due to an inappropriate shock. The shock was placed on an atrial tachycardia as the device classified the wavelet as ventricular. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.